Manufacturer narrative:
A certain gold-tite hexed screw (iunihg) was received. Visual inspection of the returned product identified that the screw had fractured across the threads. There was noticeable wear due to usage around the shank and the hex. Therefore, based on the evaluation, device malfunction occurred and the reported event was confirmed following inspection. Review of the DHR for iunihg did not provide any indication of a manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event. It was confirmed that all operations and inspections were executed as per applicable procedure. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that abutment screw fractured.